Manufacturer narrative:
(B) (4). The device was received. Investigation not complete.

Event description:
Device issue: difficult to deploy, difficult to remove, unexpected noise. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, resistance was felt and a "clicking noise" was heard coming from the device. After clip deployment, difficulty was encountered during device removal. A dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabled them to be retracted proximally, which released the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. After inspection of the device, it was noticed that the clip remained on the device. There were no reported adverse pt effects. Though requested, no add'l info was provided.